Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for other lot numbers is as follows: medical device lot #: 5306509; medical device expiration date: 11/30/2018; device manufacture date: 11/02/2015. Medical device lot #: 5294988; medical device expiration date: 10/31/2018; device manufacture date: 10/21/2015. Medical device lot #: 5306507; medical device expiration date: 11/30/2018; device manufacture date: 11/02/2015. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder had a clogged cannula and experienced insufficient blood flow. No report of serious injury or medical intervention.